Event description:
It was reported in a literature publication that the patient presented with complaints of low back, right buttock and right lower extremity pain. The patient rated her back pain at 6/10 and her right lower extremity pain at 7/10. Physical exam revealed symmetric lower extremity strength, decreased sensation to light touch in the right lower extremity, normal reflexes, and slightly reduced active range of motion of the lumbar spine. The patient had previously undergone two lumbar spinal surgeries at outside facilities. The first was a decompressive laminectomy, and the second was an instrumented lumbar fusion for ongoing l3-4 radiculopathy and mechanical back pain. Upon review of the operative report from the second procedure, it was found that she had undergone l3-s1 laminectomy, tlif with interbody cage at l3-4, and instrumented posterolateral fusion from l2-s1. The posterolateral fusion was augmented with demineralized bone matrix, local autograft, crushed allograft cancellous bone, and rhbmp-2 placed in the posterolateral gutter following thorough irrigation. Complicating the postoperative course was an unrecognized dural tear, for which the patient was required to remain supine for a prolonged period following the procedure. Prior to being seen in consultation by the senior author, the patient had undergone transforaminal steroid injection and computed tomography (CT) myelogram. At both of these procedures a significant amount of serosanguineous paraspinal fluid had been encountered and aspirated. This fluid had been sent for cultures and found to be sterile. CT myelogram findings included extensive osteolytic process involving the posterior elements and surrounding the posterior hardware. Also of note were the findings of near complete obstruction of the thecal sac, paraspinal fluid collection with surrounding heterotopic ossification, and a cortical breach of the l4 pedicle screw on the right side. Preoperative radiographs were obtained that demonstrated a mass of heterotopic ossification surrounding the posterior spinal musculature. Upon surgical exploration the patient was noted to have a significant layer of heterotopic ossification inferior to the lumbodorsal fascia which encapsulated the paraspinal musculature and was in continuity with the fusion mass. This was removed in two large pieces which were sent to pathology and identified as nonmalignant mature bone. Deep to the layer of heterotopic ossification a serosanguineous fluid collection was encountered, with no evidence of ongoing cerebrospinal fluid leak or infection. Evaluation of fusion mass revealed a solidly fused lumbar spine. Right-sided instrumentation was then removed. Probing after hardware removal demonstrated a cortical breach of l4. The wound was then irrigated and closed in the standard fashion. At one year follow-up, the patient had no complaints of her mechanical back and right lower extremity radicular pain. Follow up radiographs demonstrated near complete removal of the heterotopic ossification and maintenance of previous fusion. Specific risk factors present in this case include the presence of a dural defect at the time of wound closure, use of suction drain postoperatively, postoperative formation of a fluid collection, and revision surgery with its associated difficulty in maintaining hemostasis. All of the above could have presumably contributed to the diffusion of rhbmp-2 from its intended fusion area to the site in which this large formation of heterotopic ossification was observed. The significance of heterotopic ossification to the patient's clinical presentation is unknown. While the improvement in radicular pain postoperatively was likely the result of removal of instrumentation, the improvement in mechanical back pain could be a result of the removal of heterotopic ossification.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of radiographic images show a segmental construct l2-l3-l4-l5-s1 with two crosslinks. A large rim of heterotopic bone is present posterolaterally extending around paraspinal muscles from l2-l5.